Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had plugged in the pump to charge and disconnected to take a shower. Upon retrieving the pump, customer noticed that the pump reset unexpectedly at 80% battery life prior to the reset and was at 100% battery life after the reset. The customer's blood glucose level was impacted 400 mg/dl. It was indicated that the customer would use manual injections as alternate insulin therapy.